Event description:
The customer contact reported the device powered off by itself. The device was returned to the biomedical department from the anesthesia department with a report that while on ac power the device powered off by itself and was warm to touch. The customer contact indicated that it was not known if the device alarmed prior to the power loss. The customer contact reported the device was being charged prior to patient use and that the device would not stay powered on. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.